Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. While setting up the system for the case, a battery service error was seen. The system was unplugged to be moved and immediately powered down. It took the manufacturer representative a few minutes to get the system to power on again. The procedure, imaging, or navigation were not aborted. There was no procedure delay. There was no impact on patient outcome. No further information was provided. No complications were reported/anticipated.